Event description:
Terumo virtuo saph plus-endoscopic vessel harvesting system broke during procedure. The white piece came out from the tip of the device inside the pt's right leg. The tip was able to be retrieved completely. FDA safety report ID# (B)(4).